Event description:
It was reported that the patient's pump and catheter were removed due to infection. No other information was provided at the time of this report. A follow-up report will be sent if additional information becomes available to us.